Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual inspection of the returned (B)(4) ancillary, sweatband ul plus b found no physical damage to the fiber optic cable or its connector and no physical damage to the headband. Note that the connector for the fiber optic cable on the luminaire-end was clipped to the headband, so the connector was inserted into the luminaire in reverse. Inspection of the luminaire module found the mirror in the module was broken in pieces and the portion of the luminaire body behind the mirror fixed location was melted and puffed out (dimpled). The reported complaint was confirmed from the evaluation. The luminaire is physically damaged. The root cause is considered misuse; user error. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. The lot number/serial number was not received to perform a device history record review. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed. (B)(6).

Event description:
A sales representative reported on behalf of the customer that the ax1385bif ancillary, sweatband ul plus b module has dimples on it. The heat melted the outside of the module. There was no patient contact, injury or surgery delay reported. Additional information has been requested.